Manufacturer narrative:
(B)(4). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Post-procedure while the patient was in recovery, there was a drop-in the blood pressure. An ultrasound confirmed pericardial effusion. The patient was moved to the operating room for surgical repair and had two felt patched sutured to the left lateral wall of the left ventricle. The patient was reported in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s condition improved and was discharged on (B)(6) 2020. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with a brk transseptal needle. There was no evidence of steam pop during the ablation. Default irrigation settings for smart touch sf catheter on smartablate remote were used. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm, 3 sec, 25% over 3g, 3mm tag size. The color option used prospectively was tag index..